Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has been experiencing elevated blood glucose (bg) levels. Contact did not provide a specific bg value or event date. Contact declined to provided and additional information and declined to perform troubleshooting with tandem technical support.